Manufacturer narrative:
Lot: 4125752. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The patient's legal representative informed coloplast in september 2016 that the patient had experienced "abdominal pain" but this was deemed not reportable due to the fact that abdominal pain was captured in the product risk documentation.

Event description:
As reported to coloplast, though not verified, the patient experienced dyspareunia, pain, urinary urgency and incontinence, physical deformity, and difficulty performing sexually and completing daily activities. The patient has also reportedly undergone removal surgeries.

Manufacturer narrative:
Correction: g3 date received by manufacturer was previously reported as 17jun2022. The g3 date is being corrected to 13jun2022. A note was included on the initial MDR indicating the complaint was previously deemed non-reportable because pain was documented in the product's risk documentation. To clarify, the event was not reportable initially because the reported information did not indicate a serious injury had occurred and there was no allegation of device malfunction. The event became reportable on 13jun2022 based on additional information received at that time.